Manufacturer narrative:
Irrigated catheter flow was set at 2 ml/min during mapping and 18 ml/min during ablation. Patient did not receive anticoagulant during the procedure. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on the carto 3 system or the generator. There were no errors while mapping or after initial zeroing. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical agilis medium curve 8.5 french nxt sheath (model# unknown lot# unknown), carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), c3 ez steer cs with auto ID (model# d-1263-06-s lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ischemic right ventricular tachycardia / right ventricular outflow tract (rvot) ablation procedure for symptomatic frequent premature ventricular contractions (pvcs) under general anesthesia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of ablation, the catheter was withdrawn to the high right atrium and the patient became tachycardic with a heart rate of 112 bpm while remaining relatively normotensive (100/62 mmhg). Transthoracic echocardiogram revealed a pericardial effusion secondary to a perforation in the rvot posterior septum. Pericardiocentesis was performed and yielded 380ml of fluid. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It was noted that no pre-procedure echocardiogram was performed to evaluate for effusion. There was no patient movement during the procedure. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to applying multiple lesions to a thin cardiac structure. It was noted that the physician did not attribute the adverse event to any products or bwi equipment. No transseptal puncture was performed. Sheath used was a st. Jude medical agilis medium curve 8.5 french nxt. Generator was set on 35 watts throughout the procedure with a temperature cutoff of 40°c. No high impedance values were observed. No cutoff values were reached. Contact force ranged from 4-25 grams. Overall ablation time was 10 minutes and 43 seconds. It was noted that the physician applied several lesions with time ranging from 5-60 seconds, generally with 6 seconds of radiofrequency per lesion set.